Event description:
It was reported that "slide blocker is missing one of the self holding prongs. Slide distractor's self holding prongs at the bottom of the inner shaft no longer holds the blocker.

Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.